Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose. In response to the issue, technical support arranged for the malfunctioning pump to be replaced, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy.